Event description:
This was a left-sided lead extraction of a non-functioning sjm riata st 7000 using a glidelight 16f (no outer sheath) and a lld-ez. A sternotomy was performed within 5 minutes of the patient's blood pressure decline. Another cvs was called into the room to assist in the repair. Once access to the heart was achieved the md was able to find the tear in the atrium near the ra/svc junction, successfully repairing it. The injury was noted at 1:27pm, repaired and stabilized by 1:50pm. The md then decided to complete the extraction with the glidelight 16f and teflon outer sheath with the chest open, feeling this would be safe since the sheath was past the sight of the initial tear. Heavy binding and calcification were noted in the right atrium near the tricuspid valve. The md palpated the heart to see where the sheath was sitting and where the lead was. While doing this a second tear in the ra, lateral to the ivc occurred (2:15pm). The injury was successfully repaired off bypass and the patient was stabilized by 2:45pm. At approximately 3:15pm it was decided to place the patient on bypass to revise the closures as the patient's volume was increasing and the md wanted to assure there was no leakage. Once on pump the atrium was opened up in order to complete the extraction. Externalized conductors from the riata lead were identified at this time. The md used a 15 blade to free the lead from the atrium. However, the lead was bound to the tricuspid valve and was heavily calcified in the rv. The portion in the tricuspid valve was able to be removed but due to the heavy calcification the lead had to be cut and capped in the rv at the distal coil. The atrium was closed, and both tears sufficiently were repaired. The patient was taken off bypass, stabilized at 4:35pm and the chest was closed. There were no devices returned for analysis as they were disposed of after use. An internal lhr review revealed no issues or nonconformances.

Manufacturer narrative:
Device was discarded after use.